Event description:
Complainant alleged that during biomedical testing, the device displayed "defib fault 72" and "pacer fault 117" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product, and this complaint is still under investigation.